Event description:
Customer reports the following compact plus system/lab values within 10 minutes: 75 mg/dl/30 mg/dl, 180 mg/dl/90 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.